Event description:
A following physician form (fpl) was received on 02/05/08. Attached to the fpl was a copy of a computed tomography (CT) scan report dated 2007. According to the CT scan report, there was a small endoleak within the anterior aspect of the aneurysm was noted; however, it was not as conspicuous on this exam. It was also noted that there was no evidence of migration, however, the right hypogastric was occluded. The following physician was contacted several times; however, no additional information could be obtained.